Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: a field service engineer (fse) visited the customer to address the reported event. During servicing, fse verified the error 4153 on the error logs and by running a test cup pickup from the incubator. The cup transfer mechanism was sticking in the upper z-limit position. Fse then replaced the cup transfer assembly and performed all cup transfer alignments. Fse then found that folate quality controls were out of range. Fse recalibrated and performed quality controls with acceptable results. However, the customer called back and stated that they were now having error message 2161 s063 failed to detect a cup. Fse returned to the site to perform a minor adjustment to the cup transfer to incubator alignment, which was likely causing the 2161 error message after the cup transfer assembly was replaced. The instrument was verified as operational. There was no further action required by fse. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(6) from 03-nov-2017 through aware date (B)(6) 2018. There were three (3) similar complaints, including this event, found during the searched period. The aia-900 operator's manual under section 12 - flags and error messages states the following: (4153) c.trans-z home overrun: cause: the home sensor s062, which is not supposed to be activated after the cup transfer z-axis moves, was activated. No further operation will take place. A mf flag will be attached to the measurement result. Action: please contact tosoh local representatives. Check s062 and also check to see the cause of slipping, and so on, that occurs when pm061 moves to the limit side. (2161) y-axis cup transfer cup pickup failure: cause : the cup-gripping sensor failed to detect a cup after cup pickup. Solution: contact tosoh service center or local representatives. The most probable cause of the 2161 y-axis cup transfer cup pick up failure was the cup transfer to incubator was out of alignment. The most probable cause of the 4153 c-trans z-home overrun error message has not yet been determined. The investigation is in progress.

Event description:
A customer reported error messages 4153 (c.trans-z home overrun) with the aia-900 instrument. The instrument was down. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of follicle stimulating hormone (fsh) and luteinizing hormone (lhii) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Device evaluation by manufacturer: the cup pick up assembly was returned for evaluation. Visual inspection was performed on the instrument and no problems were found. Functional testing was performed with precision testing which obtained acceptable results. The reported problem could not be duplicated. The part passed testing. Evaluation codes: method: 4190-historical data analysis; 10-testing of actual/suspected device; results: 213-no device problem found; conclusion: 67- no problem detected; 4315- cause not established. The most probable cause of the reported event could not be determined. The part performed as expected.